Event description:
It was discovered that the foot end brakes on this stretcher would not function.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher, which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.